Event description:
Caller alleged false positive tni (troponin) results using the triage cardiac profiler. Results as follows: patient from emergency room with chest pain tested initially with edta (nearly full tube) whole blood; tni = 0.29. The same cartridge was immediately repeated on a second meter; tni = 0.11. The same sample was tested on a new cartridge using the first meter; tni = 0.14. Blood was spun to plasma and tested on both meters; tni = <0.05. Whole blood test was then repeated by another technician in a few hours; tni = <0.05. A 90 minute redraw edta whole blood; tni = <0.05. Cut-off used is 0.05. Caller reports that since july, there are three similar cases, amongst about 12 tni tests daily. No patients diagnosed as cardiac conditions. No samples available for further testing.

Manufacturer narrative:
Investigation pending.